Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded extended depth of focus intraocular lens (iol), the surgeon found a crack on the center of the iol. The doctor felt more resistance than usual. The patient's vision was not affected the following day, but the surgeon commented that the iol should be replaced. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that one week after surgery the patient experienced corneal edema and the visual acuity was 0.9. The physician mentioned that the crack in the iol might not be related. The crack on the iol is currently less noticeable than it was immediately after the surgery. It is not very noticeable when the pupils are not dilated, but it can be seen when the pupils are dilated. The patient has been complaining of floaters, but the severity is so low that it is difficult to determine whether they are caused by the iol. Due to the patient¿s other medical condition, there is a risk associated with a secondary surgery. The doctor stated they would monitor the patient¿s condition. No further information was provided.

Manufacturer narrative:
Corrected information: new information was received on the 1st of october 2024. This information was inadvertently left out of the report submitted on the 7th october 2024 under report number 3012236936-2024-0002603. Section b5: describe event or problem: additional information was reported. The physician prepared the preloaded device and reported to experience more resistance than usual. The balanced salt solution (bss) used was from a different manufacturer and contained bosmin. The bss was used at room temperature and it was introduced from the tip of cartridge. The plunger was not left locked after half rotation. The instructions for use were followed. No further information was provided. Additional information: device evaluation: no suspect product was received; however, photos were provided by the customer and were evaluated by a post market safety surveillance officer. The pictures showed an eye being implanted with an intraocular lens claimed to be a tecnis eyehance optiblue preloaded in the simplicity delivery system, model dib00v. A crack like mark in the lenses optical center was observed. The location of the issue may impact the patient visual function if it remains implanted; however, the definitive clinical impact and the incident root cause could not be determined via a photo assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.